Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, hypermobile urethra and cystocele. Following insertion, the patient experienced vaginal pain, pelvic pain, dyspareunia, erosion of mesh through the vaginal wall causing discomfort.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.